Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she had a tampon that had an applicator with a deformed petal that was sticking out and sharp. She did not notice prior to insertion and when attempting to insert, the applicator collapsed and she was unable to insert the pledget into her vaginal cavity. She felt pain and when she removed the applicator she noticed one of the petals was split or torn, sticking out and sharp. She then realized the petal caused a small cut to the opening of her vagina. She put a pad on and did not wear tampons for a few days. She felt soreness after which resolved and she did not seek medical attention. Consumer did not experience any adverse health effects.